Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. During receiving, there was some damage to the device where the white plastic sleeve was migrated downward on the shaft but the implants were still intact. Visually, there were some minor nicks on the distal tip of the needle and a crack near the white plastic sleeve. There were no missing pieces from the sleeve as a result from the crack. Functionally, both implants were able to be fired successfully. This issue was further evaluated by an npd engineer and was determined to be attributed to a user error; when the distal tip hits the condyle, it can crack. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. At this point no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A non-conformance search was performed and no non-conformances were identified for the part/lot number combination. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's true span 0 degree peek would not fire properly during an acl procedure. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.